Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they felt great for a while so they didn¿t use or charge the device for three weeks. The consumer started having back pain on (B)(6), 2016 so they went to charge, but were unable to recharge, and were unable to communicate using the recharger or the patient programmer (pp), and kept getting the reposition antenna screen on the recharger. Troubleshooting was performed with the antenna being repositioned which resulted in seeing the reposition antenna screen. An appointment was scheduled to meet with the manufacturer¿s representative (rep) on (B)(6) 2016 to determine what the cause of the inability to communicate was.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.